Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that their stimulator had been moving around when they move around since they got it in february 2022, they can feel it when they are sitting and when they get up from a sitting position they can kind of feel it tilt. The belt didn't work as well when they would recharge so they would just use their hand and use pressure. They said that starting last month and getting worse in the past few weeks it was getting harder and harder to make a connection to charge their implant, it would take a long time and they would have to go through it several times trying to connect, they put it on their hip to do it and finally after several tries it would connect and stay connected but this past week it wouldn't connect at all, it kept saying not found, it started spinning, the handset would not stay connected. They said the screen showed the words, not found recharger. Worked with patient to reset the charger by pressing and holding on the power button for 45 seconds and patient was successful to start charging with excellent connection the implant battery was at 80 percent and progressed to 90. Reviewed some recharging and equipment use best practice. The troubleshooting steps that were taken on the call resolved the issue.